Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the control pc software for the large monitor failed to boot and was unable to communicate with the host pc due to a defect. A review of the system log files showed a communication failure involving the flexvision pc, confirming the reported issue. The fse replaced flexvision pc to resolve the issue and restored the system to normal operation. The defective flexvision pc was sent for analysis and results indicated that the flexvision pc malfunctioned due to a faulty motherboard. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot. The user tried powering it off and, on several times, but the issue persisted. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.